Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit and smart card was not returned. Review of the provided photographs verify the tubing leak as the recirculation pump tubing is no longer attached to the port of the t-connector. In addition, the photographs show a blood leak on the cellex pump deck. A material trace of the black stripe tubing and t-connector used to build lot m241 did not find any incidents that may have contributed to this complaint. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The tubing detaching from the bond port indicates the solvent bond joint was insufficient. The root cause for the tubing leak is most likely due to manufacturing operator error during the tube bonding operation. Retraining has been completed with all bonding operators. No further action is required at this time. This investigation is now complete. (B)(4). 02 jul 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the leak was observed during the treatment. The leak appeared to be coming from the location of the recirculation pump tubing. The customer aborted the ecp treatment and no residual blood was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, it had already been discarded. Photographs were provided for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m241 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m241 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6) 2024